Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
E1: reporter phone number (B)(6). Date of event is estimated.